Event description:
It was reported following an unsuccessful permanent implant procedure on (B)(6) 2024, patient experienced lower extremity motor function loss and abdominal pain. As a result, patient was given steroids, and the procedure was aborted with the patient in a stable condition. The patient underwent the implant procedure again on (B)(6) 2024 wherein all previous patient issues had reportedly begun to subside an scs system was successfully implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.